Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexviewing pc was not booting up. Review of the log files confirmed the reported malfunction and issues related to power supply. Upon further inspection, the fse confirmed the cause with dead hard drive bay 1 on the flexviewing pc. The failure analysis confirmed the malfunction with the flexviewing pc and the cause of the failure was pci card. However, the fse replaced the flexviewing pc which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was no image on the flexvision. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite, checked flex pc and found hard drive bay 1 was dead. Moved hard drive to bay 2 and rebooted the system. This resolved the issue. The device was returned to use in good working order.